Manufacturer narrative:
Product analysis: analysis did not confirm the customer comment that the programmer was restarting without prompt and that the screen was unresponsive. Analysis determined that the electrocardiogram (ECG) connector was loose and the keyboard space bar button was broken. It was noted that the system fan was intermittently noisy, there was a broken tab on the power cord door and a missing hinge plate screw. Due to lack of components needed to repair this programmer it was returned to the customer unrepaired to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was restarting without prompt and the screen was unresponsive. There was no patient involvement.